Manufacturer narrative:
It was reported that a syringe component broke during use and that the broken component "may have cut the physician." The reporting facility indicated that following the incident the physician washed hands, changed gloves, and continued with the unspecified procedure. No cut or other injury was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No sample was returned for evaluation and a root cause could not be determined. Due to the reported syringe break, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a syringe component broke during use.